Manufacturer narrative:
One used list# unknown, extension set with clave was returned for evaluation. As received, an unknown solution residual was observed, no mating device was returned for evaluation. The sample was tested as procedure, and flow restriction or leak was observed. Complaint of leaks cannot be confirmed.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a smallbore ext. Tubing was found to have air in the tubing. The report stated that the aqua pump alarmed air in the circuit. Air was found to be in bival tubing and was leaking at the connection of the syringe and tubing. The packaging was not saved. The affected area/ unit location is c4b. There was patient involvement and no patient harm.